Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a no delivery alarm during basal and stated that she has been experiencing high blood glucose readings. Customer's current blood glucose reading is 420 mg/dl and has treated with a manual injection. Customer's diabetes nurse believes the issue may be with the insulin pump. Customer was unable to troubleshoot at this time as they did not have the insulin pump with them. No further information reported.